Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 09/03/2021. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional event clarification was obtained: fixation of the tab and reverse stitching were performed. Wound dehiscence was observed on the day after the surgery. After that, the patient's condition is stable. There was no abnormality in the product before and during use. Procedure name - open surgery for endometrial cancer progress - the fascia was closed using stratafix symmetric 1. After that, stratafix symmetric was broken and wound dehiscence occurred. Due to the breakage of symmetric, the wound was dehisced from the fascia to the epidermis. Treatment contents - although stratafix symmetric broke and the wound was dehisced, there was no sign of infection, and the wound was closed by interrupted suturing with pds ii plus 0 as an emergency operation the next day. After that, the condition is stable. Treatment plan - no additional treatment is planned. Current status of the patient - the patient has been discharged from the hospital. Other contributing factor - as for stratafix symmetric, as a precaution for its use, it is considered that the risk of the suture breakage due to the suture twisting may increase during the continuous suturing operation, and this case is also considered to be caused by the suture twisting. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 g/m date sent to the FDA: 09/03/2021. Corrected information: b1, b2, h1- upon additional information review, this medwatch report 2210968-2021-05937 does not meet malfunction reportability criteria and has been updated to serious injury. Corrected h6. Health effect - clinical codes: f19. Corrected h6. Health effect - clinical codes: e2340. Corrected b5 narrative: it was reported that the patient underwent an open surgery for endometrial cancer on (B)(6) 2021 and the barbed suture was used to close the fascia. Fixation of the tab and reverse stitching were performed. On the day after the surgery, the barbed suture was broken and wound dehiscence from the fascia to the epidermis observed. Although the barbed suture broke and the wound was dehisced, there was no sign of infection, and the wound was closed by interrupted suturing with other brand/type of suture as an emergency operation the next day. After that, the patient¿s condition was stable. No additional treatment is planned. The patient has been discharged from the hospital. Additional information will be requested.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021 additional information: a4 additional h6 component code: g07002 ¿ device not returned additional information was requested, and the following was obtained: was the index open cancer resection surgery performed on (B)(6) 2021? -yes. Was the product code sxpp1a301 used and involved in the event? -yes. When (# of post-op days) and how were suture breakage post-op with wound dehiscence observed/diagnosed? - (B)(6)2021, the day after surgery. Was there any precipitating stress factor for the suture breakage post-op and wound dehiscence? -bese body type, bmi 30 or more and 40 or less. Date (# of post-op days) of the second procedure/revision/re-suturing performed? (B)(6)2021. What is the patient¿s current status? - the patient has been discharged from the hospital. Will product be returned? If so, please provide a return date and tracking information? -no sample will be returned. The following information was requested, but unavailable: where did the stratafix suture break (termination, middle, end)? Product lot number if available. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Please clarify/specify what does it mean by ¿suture twisting¿? When was this ¿suture twisting¿ observed? What is causality? Any other relevant patient comorbidities/concomitant medications? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Did the operating surgeon observe any suture deficiency or anomaly before, during or after suture placement? No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 09/18/2021 corrected information: b3, b7

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please explain if the patient suffer from any consequence due to the extended time? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the current condition of the patient? Comfirming. What is the lot number (f000055425) this lot number did not found in the system? Comfirming. Trade name :(B)(4). Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: 2360 g/m.

Event description:
It was reported that a patient underwent a cesarean section surgery on (B)(6) 2021 and barbed suture was used. During the procedure, when continuously suturing, the barbed suture broke. The operation time was extended by 30 minutes. No adverse patient consequences were reported. Additional information was requested.